Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was to be placed. During the procedure, the technician had difficulty removing the trocar sleeve of the device. The surgeon was able to remove the trocar sleeve. There were no adverse patient consequences.